Event description:
It was reported that the patient's trial neuro implant (to stimulate the pelvic floor to alleviate pain) had to be removed in the emergency room (ER) due to an unspecified infection. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information become available.

Manufacturer narrative:
(B)(4).